Event description:
It was reported that during an angioplasty procedure, a balloon rupture and detachment occurred. The non-tortuous and non-calcified target lesion was located in a right arm fistula. The mustang balloon was inflated to 30atm and the balloon ruptured inside the fistula. A section of the balloon detached and was removed with a different device. No additional intervention was performed on the target lesion. No further patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).